Event description:
It was reported that expandable distal femur was implanted 2002. Following implantation, expandable device had been opened a few centimeters during previous procedure. Expansion construct collapsed and pt returned to surgery to replace components in 2006.

Manufacturer narrative:
Current info is unsufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report. Biomet will forward a copy to FDA. The following user facility info is available. H6 - evaluation of returned device could not determine cause of the event.